Manufacturer narrative:
(B)(4) (intervention required) product was not returned to the manufacturer for evaluation. However, x-ray images were provided which were reviewed and the result is given below: image review: post op x-rays from t10- s1 fusion demonstrates rod fracture at l3-4 unilaterally. Fusion status is unknown. Instrumentation and lumbar lordosis otherwise appears appropriate. Root cause: indeterminate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2016, patient was pre-operatively diagnosed with spinal stenosis and underwent posterior instrumentation, decompression, alif (anterior lumbar interbody fusion) at l1-iliac. On an unknown date, post-op, the rod broke. New operation is being planned. No patient complications were reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.